Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device evaluation could not be performed because the device was discarded by the facility. Investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information, it was presumed that tensile stress generated with catheter removal exceeded the product's design limit likely because the tip was being trapped in the severely calcified cto. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to treat a severely calcified cto in the lcx #11-13. After a 0.014 inch guide wire successfully crossed the lesion, wire exchange was attempted in order to perform rotablation. The microcatheter was then advanced for wire exchange, when its tip became trapped in the lesion and the tip separated. A balloon catheter was then delivered and lodged in the separated tip. After successful retrieval of the separated tip, the pci was resumed to perform rotablation and completed by stenting with reestablished blood flow. The physician commented that it was a napkin-ring lesion that would trap the catheter tip. The patient was fine without adverse effects related to this tip separation.